Manufacturer narrative:
Medtronic technical services provided add'l instruction to user that resolved issue at the time of event. A software investigation found that the software behaved as designed.

Event description:
A surgeon called in during an ent case and reported that after he performed a tracer registration, he felt inaccurate by 2-3 mm. The surgeon reported that the 3d model looked correct. A medtronic rep walked the surgeon through trouble-shooting and instructed the doctor to stay off of any loose skin. After registering with these methods the surgeon felt accurate with the registration and continued the surgery with the use of the navigation system. There was no pt impact.